Event description:
It was reported that, during surgery, while being used, it was noticed that reduction forceps were bent. Procedure concluded with a backup device from a competitor. Surgery was not delayed. The patient was not harmed beyond the described event.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual inspection of the returned forcep confirms the tip is bent. This device was manufactured in 2019. This device shows signs of significant wear and usage. A medical investigation was conducted and reportedly the instrument was noted to be bent during the procedure; however, per complaint details, the procedure concluded with a competitor backup device. It was communicated that the rep does not have access to patient information. No allegation of patient injury, retained foreign body, or surgical delay was reported; therefore, no further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.